Event description:
It was reported that when using the bd pyxis¿ anesthesia station es printer was not working. Customer stated that printer kept printing continuously and intermittently produced gibberish output. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) followed up with the customer to get the additional information. No responses were received from the customer. Additional information will be added to the record if and when the information is received.